Manufacturer narrative:
The manufacturer did not receive devices for review as the patient has not been revised. Eighteen x-rays were received and will be reviewed within the investigation process. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta head, 12/14, 32 x 0 on the left side on (B)(6) 2013. It was reported that a dislocation occurred on (B)(6) 2015 and that the patient underwent a relocation of her hip by the surgeon on (B)(6) 2015.

Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer. Review of incoming information it was reported that a (B)(6) year old female patient dislocated her s/p left thr and needed a re-location under anesthesia. Products were implanted on (B)(6) 2013. Dislocation occurred on (B)(6) 2015 and re-location done on (B)(6) 2015. 18 x-rays, involving preoperation, postoperation, 6 weeks later, 6 months later and 12 months later, were received with no indicated dates on them. Postoperation x-rays in a-p view show the cup with 49 degrees inclination angle. The components seem well fixed with no signs of loosening. No noticeable abnormalities. Possible causes for the reported event according to dfmea: mal-function of tha (wear, fracture, dislocation etc.) Due to wrong size of head diameter and/or offset, wrong taper size combination \ mal-function of tha (wear, fracture, dislocation etc.) \due to off label use, combination with competitor products comparison to investigation results whether it is possible and justification: possible. No products were received for the investigation as they are still implanted as well as no surgery report was received. Not possible. Components are compatible with each other. As the x-rays do not show any dislocated thr, the complaint can not be confirmed. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).